Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 was unable to open due to an obstruction caused by the medication that was either improperly loaded or misplaced. The field service engineer cleared the jam in drawer 3.1 to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system encountered an issue where the drawer 3.1 failed to open. The customer stated this malfunction occurred when the user was trying to issue medication to the patient and confirmed that there was no delay in patient care or harm to the patient. There were no adverse events or injuries reported based on this incident.